Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy due to post-paced t-wave oversensing. Programming changes were recommended.

Event description:
Clarification of event - the t-wave oversensing was post-sensed, not post-paced.